Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, greater than 2,000 ohms, in the 2,800 ohms range. Technical services (ts) reviewed remote monitoring data and observed gradual months long rise in impedance measurements, with decrease back to baseline measurements after lead safety switch was triggered. Ts discussed troubleshooting and programming options. Subsequently, the lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.